Event description:
Info received indicates, the bed will not go into the trendelenburg position.

Manufacturer narrative:
The facility found the electronics pan hanging down and the mercury switch was activated. The facility reinstalled the pan to repair the bed.